Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The patient underwent a revision procedure and this product was explanted. No adverse patient effects were reported.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. Dried blood/body fluid noted in the lead lumen. One tine was missing from the lead tip. No additional analysis was performed. The missing tine may have contributed to the clinical observation.